Manufacturer narrative:
Additional information provided in d.4. UDI number was updated. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An other health care professional reported that white and black fibres inside the sleeve was noticed during cataract surgery. The sleeve was changed and the case completed. There was no patient harm.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. One red translucent infusion sleeve and one phacoemulsification tip was visually inspected. No black or white fibers were found in the returned condition; however, white foreign material was found on and inside the shaft of the infusion sleeve. The sample was sent to the particle lab for further analysis. Microscopic examination showed white material on the sleeve. The white material was isolated and analyzed and the best match of the white material was identified as sodium (na) and chlorine (cl). These elements along with the visual characteristics suggest the white material is salt. The root cause of the customer's complaint could not be determined conclusively. No black and white fibers were found and the white material that was observed on the sleeve came from the balance salt solution that is introduced/used during eye surgery. This complaint has been reviewed and it is determined that no further actions will be pursed at this time as a root cause could not be confirmed. Based on our current tracking, there are no adverse trends for this reported complaint. Complaints are continuously monitored to identify product and/or process areas where debris/foreign material is occurring. In addition, routine training and awareness is conducted with all manufacturing associates to reinforce the importance of wearing proper personal protective equipment (ppe) and maintaining clean work areas. The manufacturing process for fluid management system device packaging meets regulatory and other health authority requirements for good manufacturing practice (gmp). Part of this process is a 100% inspection of packaging for the pak performed by trained inspectors. Before release from manufacturing, every pak batch must pass quality testing and inspection confirming that the batch meets all product and packaging specifications. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).